Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that the pump was displaying a no-power issue, which is identified by the absence of the auditory cues, vibratory cues, and visual display upon attempted use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 04/28/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: the reported issue could not be adequately investigated due to a blank display issue; no conclusions could be determined in regards to the reported issue. A review of the pump history and black box data revealed no evidence of power issue. The battery compartment was observed to be intact. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). Evidence of display screen damage was observed behind the display lens. The pump powered on, as confirmed by the presence of the auditory and vibratory cues; however, the display screen was blank. The pump case was removed, and the display screen was found to be cracked in multiple places; this device failure caused the blank display issue.